Event description:
It was reported that the pump touch screen was cracked, but still functional. Reportedly, the reason for the cracked screen was unknown. Customer's blood glucose (bg) level was 29 mg/dl. Reportedly, the customer consumed carbohydrates and drank soda to address bg level. Reportedly, customer reverted to manual injections and insulin pens for insulin therapy.